Event description:
A c9-5 intracavity ultrasound transducer was prepared for a prostate biopsy by placing a trojan condom on the transducer and then installing the guide on the transducer. The probe and guide were inserted in the pt for a prostate biopsy procedure. After insertion the sonographer felt a pop and removed the probe and guide. The biopsy was broken on the right side of the ring near the handle end of the transducer. There was no injury to the pt. The site continued with the biopsy procedure using another guide of the same type. The biopsy consists of two stainless steel rings (one small ring approx 30mm from the array end of the transducer and one large ring approx 100mm from the array end of the transducer) connected by a flat piece of metal through which a needle is placed for insertion. The ring at the handle end broke on the right side. The transducer and biopsy guide are inserted in the rectum approx 30mm (up to the small ring) through the sphincter muscle. A needle gun is used to retrieve 9-12 tissue samples from the prostate. The ring that broke on the guide was at the handle end of the transducer and not at the insertion end. This area is not in contact with the pt and cannot cause injury to any internal organs. The pointed edges of the broken rings are not sharp enough to break the skin (rested by rubbing the broken edge over the wrist). The guide remains in place on the transducer. The biopsy guide when placed over a condom fits very securely on the transducer. The broken guide is also very secure on the transducer with little to no movement of a needle (qualitative visual and tactile measurement) when pressure is applied to the guide.